Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens(iol) implantation procedure lens was broken into several pieces upon insertion. The lens was loaded longer than the 3 minute recommended well time because the surgeon asked for iris hooks after the lens was loaded. Additional information has been received and stated that the lens was removed during initial procedure and replaced with the company lens. Extra incision was made to explant the lens. 10-0 sutures was needed to close the corneal para. There was no patient harm. The patient was healing well as per surgeon.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a nonconformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The account indicated the use of qualified associated products. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). Information was provided that the lens remained in the cartridge for four to five minutes before the delivery attempt. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).